Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "it was reported that a broken sensor wire occurred.".

Event description:
It was reported that a missing sensor wire occurred.

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the pediatric patient experienced a detached (missing) sensor wire which occurred 3 days after the sensor had been inserted in the abdomen. The patient underwent a scan on the abdomen and they identified the wire located underneath the skin. The patient then underwent general anesthesia for the surgery, during which the wire was successfully removed without the need for any stitches, and the patient experienced no related complications. At the time of contact, it was indicated that the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4)